Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/3/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: what was done to retrieve the broken piece? For example, another incision, or second surgery?unk. Was there any additional tissue damage as a result of searching for the needle piece? No. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) : (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-00073 & 2210968-2024-00074.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During an unknown surgery, when the needle was applied at the tissue, the suture was detached from the needle at swage part. It was fell into the patient¿s body for a moment, but it was found and retrieved immediately during the surgery and there was no problem. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2024 additional information: h4, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 1/31/2024 corrected information: h6 (b18 - device discarded) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.